Event description:
It was reported that an asymptomatic patient presenting to clinic. High, out of range, pacing lead impedance and increased capture threshold were observed. The pace/sense portion of the lead was capped and replaced. Defib portion of the lead remains active.